Event description:
Related to MFR report # 2183959-2012-00440. It was reported that the pt was implanted with an ams monarc on (B)(6) 2006. It was reported that the pt "immediately suffered pain that extended from her naval down to the inside of her legs." The pt "suffered and continues to suffer from chronic and debilitating vaginal, back, leg and abdominal pain, as well as significant psychological stress and depression." It was also indicated that the pt has trouble urinating, cannot sit with her legs bent, has suffered neuropathic pelvic pain on an ongoing basis, suffered from recurring yeast and bladder infections and cannot engage in sexual relations and has "complications arising from the mesh rejection and erosion." The pt continues to take prescription pain medication on an ongoing basis and has had "numerous medical procedures in attempt to remove the mesh" which were "unsuccessful". It was also reported that the pt experienced physical, psychological and emotional pain and suffering, has sustained permanent and debilitating injuries and continues to experience with incontinence and prolapse.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.